Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing long charge time on the device. The device currently has an in-range charge time and will be monitored. Device remains implanted. No further information.